Event description:
It was reported that the customer has been experiencing high blood glucose levels (240 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.